Event description:
It was reported that upon removing a bd venflon pro safety IV from a patient's right arm, only part of the catheter was visualized. The patient received an ultrasound which revealed part of the catheter remained in the patient's arm. The patient had surgery under local anesthesia to remove the retained IV catheter. Of note, the nurse who removed the IV was asked if the catheter may have been cut with scissors when it was removed. The nurse stated that she made one cut to the IV dressing, but did not make the cut across the IV itself.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).